Manufacturer narrative:
(B)(4). Batch # n5688n. The ec60 device was received for analysis with no visual non-conformances and with an ecr60d cartridge not loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the cartridge. After further analysis, it was notice that the top of the one-piece sled rails was deform. This is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the device could not fire during the first and second firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.